Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ prn adapter was cracked and leaked during use. The following information was provided by the initial reporter, translated from chinese: "after the patient's infusion, the nurse found that the prn was cracked and leaked when the indwelling needle was sealed, and immediately replaced the prn for the patient."

Manufacturer narrative:
A device history review was conducted for lot number 2010677. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that bd¿ prn adapter was cracked and leaked during use. The following information was provided by the initial reporter, translated from chinese: "after the patient's infusion, the nurse found that the prn was cracked and leaked when the indwelling needle was sealed, and immediately replaced the prn for the patient.".